Event description:
(B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release and the patient noticed insulin coming out of the tubing about 8-12 hours after changing the set. This issue occurred with three sets. No further information available.